Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. The 2.50x15mm emerge¿ balloon catheter was advanced and during the first inflation, the balloon ruptured at 8atms. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).